Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device could not be tested because the device came apart. It was further noted that the device had component damage. Therefore, the reported condition was confirmed. The assignable root cause was loctite degradation from normal use and repeated sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the sagittal saw attachment was broken. During an in-house engineering evaluation, it was observed that the device could not be tested because the device came apart. It was further noted that the device had component damage. There was no delay due to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.